Manufacturer narrative:
The service action (replacing the tubing of the cuvette washing station) resolved the issue. The instrument was performing within specifications. No further issues were reported after the service visit. Since the tube was replaced 1 week before the event occurred, the cause of the event was consistent with a training-related issue (tube replacement).

Event description:
We received an allegation about discrepant results for 1 patient sample tested with ua gen.2 (ua2) on a cobas 8000 cobas c 701 module. Initial result: 0.1 mg/dl. Data flags accompanying other samples prompted the repeat of this sample. No questionable result was reported outside the laboratory. Repeat result: 4.9 mg/dl. The repeat result was deemed to be correct.

Manufacturer narrative:
The ua2 reagent lot number was 84558901 with an expiration date of 30-nov-2025. Qc was acceptable. The field service engineer found that the tubing of the cuvette washing station was damaged causing the basic wash nozzle to leak. The investigation is ongoing.